Event description:
The customer reported a loss of vascular imaging mode functionality, as cinema runs could not be saved. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive and cine bridge pcb were evaluated and replaced. The ps4 power supply was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.